Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this rv lead was explanted due to high capture thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.